Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿occluded¿. A potential root cause for this failure could be "occlusion from biological materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley was clogged and did not drain, which caused a uti. The patient stated that the clog was like clots or a big piece of fuzz that would not go through the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley was clogged and did not drain, which caused a uti. The patient stated that the clog was like clots or a big piece of fuzz that would not go through the catheter.